Manufacturer narrative:
Concomitant medical products: product ID: 39565-65 ,serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported a fall on (B)(6) 2015. On the day of this report, he was taking a bath and he could feel a knot in his back where the lead was implanted and pain down his left hip. This was noted to be sudden. Additional information received from the patient in response to follow-up reported that the patient had gone to the emergency room the day of the fall and the doctor had ordered x-rays to see if there was any damage. The patient noted "(B)(6)2015 and (B)(6)2015 surgery date." Relevant medical history included non-malignant pain.